Event description:
The customer reported that the jaws could not be re-opened while on tissue during a hysterectomy. The surgeon resected the tissue directly adjacent to the jaws in order to remove it. The surgeon opened another instrument in order to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.